Manufacturer narrative:
The customer's glidescope core smart cable was returned to verathon for evaluation along with their glidescope video baton 2.0 large. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's glidescope video baton 2.0 large to known, good, verathon test equipment, the image was observed to flicker between normal image and distorted image with a green tint. When manipulating the connection point, the video feed was observed to cut out with horizontal green lines across the middle of the display image. Upon visual inspection, the verathon technical service representative observed a damaged pin to the hdmi header of the glidescope core smart cable. The camera image quality test was performed and failed for both the glidescope core smart cable and glidescope video baton 2.0 large. Upon completion of the evaluation, the customer's glidescope video baton 2.0 large was replaced with a glidescope video baton quickconnect large and their glidescope core smart cable was replaced with a glidescope core quickconnect cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the connector was so worn that the image flickered. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.